Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx0144 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "on 12/30/21, we placed a 4fr single lumen PICC (ref (B)(4)) (lot#:refx0144) on a patient in the morning. Before end of day, we were asked to inspect this catheter for leakage. Upon investigation, the catheter was indeed leaking at the luer lock connection with the positive pressure cap. The cap was changed multiple times, with subsequent flushing producing the same result of leakage at the luer lock connection. The catheter was exchanged that day for a new one, different lot, with no further issues. No harm or injury was sustained by the patient."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx0144 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "on (B)(6) 2021, we placed a 4fr single lumen PICC (ref3174335) (lot#:refx0144) on a patient in the morning. Before end of day, we were asked to inspect this catheter for leakage. Upon investigation, the catheter was indeed leaking at the luer lock connection with the positive pressure cap. The cap was changed multiple times, with subsequent flushing producing the same result of leakage at the luer lock connection. The catheter was exchanged that day for a new one, different lot, with no further issues. No harm or injury was sustained by the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. A needleless injection cap was attached to the purple luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the catheter to be patent to infusion; however, during pressurization, leakage was observed at the junction between the luer adapter and the needleless injection cap. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the injection cap, as well as full insertion of the taper gauge. The molding defect observed within the luer orifice prevented firm attachment with the needleless injection cap and resulted in leakage at the interface between the catheter and the cap. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "on (B)(6). 2021, we placed a 4fr single lumen PICC (ref (B)(4). ) (lot# (B)(4).) On a patient in the morning. Before end of day, we were asked to inspect this catheter for leakage. Upon investigation, the catheter was indeed leaking at the luer lock connection with the positive pressure cap. The cap was changed multiple times, with subsequent flushing producing the same result of leakage at the luer lock connection. The catheter was exchanged that day for a new one, different lot, with no further issues. No harm or injury was sustained by the patient."